Manufacturer narrative:
Company representative evaluated the unit and replaced the defective radio transceiver board to correct the problem. Tested, calibrated and safety checked the unit to factory specifications.

Event description:
Customer reported the panorama central station's wireless transceiver lost communication, which may have affected telemetry monitoring. No patient injury was reported.